Manufacturer narrative:
One cadd-legacy® 1 pump was returned for analysis in good condition. The reported event was replicated, the device was powered up and produced the reported alarm code which is an issue with back-up capacitor. The reported event was verified. The back-up capacitor will be replaced in order to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed alarm code 1720 when powered on. There was no reported injury to the patient.